Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the clinical observation of incontinence, leading to device replacement, was likely caused by a pressure-regulating balloon (prb) anomaly. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The pump, cuff, and prb were returned for analysis. The cuff and pump were visually inspected, microscopically examined, and leak tested; both components passed all tests. The prb was visually inspected, microscopically examined, and tested for leaks. No visual defect was noted; however, the prb did not pass the functional test as its pressure was lower than required. The identified pressure issues likely affected the functionality of the aus. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, as they were using around two pads per day; therefore, they desired to be completely dry. Upon clinical examination, it was noted that a tighter cuff would comply with the patient expectations, leading to a surgical intervention. The entire aus device was removed and replaced. No additional patient complications were reported and the patient is expected to fully recover.

Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced ongoing urinary incontinence. Upon clinical examination, it was noted that a tighter cuff would address the issue. The entire aus device was removed and replaced. No additional patient complications were reported and the patient is expected to fully recover.